Manufacturer narrative:
The description of the event and the logfile provided were analyzed regarding the reported event. The analysis of the logfile could not confirm a frozen screen. However several entries in the logfile (ac mains disconnected, battery activated, fio2 low, mv low, data logging stopped unexpectedly) a few days before the date of event document an unexpected shut down of the device. The root cause for the power loss could not be determined from the logfile. The logfile further revealed that the device was in a technical state which was not in compliance with the technical specification of the device. More precisely the hardware and software battery update described in 2 voluntary recalls was not implemented correctly. In addition to that the batteries were installed for 17 months, hence the required replacement interval of 6 months was exceeded. In case the device unexpectedly shuts down, ventilation is stopped and an acoustical, independently powered alarm will be generated for at least 2 minutes. A valve will open in order to release the system pressure to ambient and to allow the patient to breath spontaneously. In this case ventilation with an alternate device may become necessary. In summary it can be said, that the complained device was in a technical state which was not approved by the manufacturer.

Event description:
It was reported that while the ventilator workstation was connected to a patient, the c500 froze up. The ventilator workstation was removed from service. No patient injury was reported. Further investigation of the logfile revealed an unexpected shutdown of the device while running on battery.